Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted to evaluate if there were any electrical/driveline issues. It was also noted that x-rays would be performed. Rescue tape was applied in the meantime; however, the patient's driveline was very twisted, and site was wondering if they would need engineers to further stabilize. Despite the reported driveline tear, there was no evidence of any type of driveline electrical conductor issue in the log file. The damage to the percutaneous lead was cosmetic only. Complete driveline x-rays reported: 'the visualized internal and external portions of the lvad driveline are intact without evidence of discontinuity'. An on-site driveline cosmetic repair was performed on (B)(6) 2025. Splice was started approximately 4 inches from the exit site. The repair was completed without any alarms.

Manufacturer narrative:
D4 - UDI - correction. Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed superficial driveline damage. Although a specific cause for the superficial driveline damage could not be conclusively determined through this evaluation, there were no functional issues with the driveline reported or identified. Additionally, review of the submitted log file confirmed the report of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Approximately 19.5¿ of the distal end of the driveline was returned for evaluation. Tears in the outer jacket of the driveline were observed approximately 5¿, 10.5¿, 11.5¿-12¿, and 13 from the controller connector. An electrical continuity test of the returned driveline, in the condition that it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The submitted log file contained data from (B)(6) 2025 through (B)(6) 2025. The pump¿s fixed speed was set to 9600 revolutions per minute (rpm), with a low speed limit of 9200 rpm. Flow and power typically ranged from 3.1-5.6 liters per minute (lpm) and 4.9-6.3 watts respectively. On (B)(6) 2025 from 09:25:58 to 09:26:52 and on (B)(6) 2025 at 05:36:26, low flow hazard alarms were captured due to flow decreasing below the low flow threshold of 2.5 lpm to 2.4 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for vad-60084 and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists all adverse events which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 of the IFU (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.